Event description:
On (B)(6) 2024, smarttouch tablet with smartview 3.16 was used to interrogate a device with bluetooth communication. The time for the summary screen to appear was very long; it was then possible to navigate the screens. All the test performed during the follow-up failed, as it seemed that the smarttouch was not connected to the implanted device, as no real time egm banner was present. When the command for the test was sent was followed by an error message. The same failures were then experienced in inductive communication. The tablet then froze.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Investigation is reported below: among the reported malfunctions on (B)(6) 2024, difficulties and failure with bluetooth wireless communication, difficulties and failure with inductive communication and freeze of the tablet, only the issues with the bluetooth communication can be confirmed by the analysis of the log files. The possibles reasons for the failures in bluetooth communication can be associated to: device too far from the tablet; obstacles between device and tablet; failure of the bluetooth communication system (either the smarttouch tablet or the device) similar but less frequent errors have been observed in a programmer session dated (B)(6) 2024, suggesting an issue on the bluetooth system of the smarttouch tablet. To solve the issue on the smarttouch bluetooth, reghosting the tablet will be performed.